Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump made a grinding sounds when rewinding and priming. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. No anomaly rewind noted. Minor scratches on display window noted. Cracked battery tube threads noted. Device received with intermittent button response due to flattened dome switch on bolus and esc, button. Connector was inspected and locked on lcd board. No button error alarm during testing.